Event description:
The facility's technician reported an infusion pump with an 810:11 failure code. The technician stated they have no reports of any patient incident involving the pump since the last baxter service event.